Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the tubing and the luer lock. The customer's blood glucose level was 500 mg/dl with trace ketones and it was addressed with a correction bolus. The customer changed the infusion set, primed the tubing, and removed the air bubble from the luer lock.